Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unknown constructs: dhs/dcs/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: ming, z. Et al (2012), three different kinds of implant fixators for intertrochanteric fractures in old people., chinese journal of tissue engineering research., vol. 16 (30), pages 1-5. (China). The aim of this retrospective case analysis was to investigate the clinical efficacy of the dhs, pfna and apflp for the treatment of the intertrochanteric fractures in old people. Between april 2008 to february 2011, a total of 159 elderly patients (dhs: 20 males, 37 females with mean age of 82.2 years; pfna: 19 males, 37 females with mean age of 80.1 years and apflp: 16 males, 30 females with mean age of 82.8 years) were treated with three different implant fixation methods: traditional dynamic hip screw (dhs), proximal femur nail anti-rotation (pfna) and from unknown manufacturer anatomic proximal femoral locking plate (apflp). The median follow-up was unknown. The following complications were reported as follows: dhs group: 1 patient had mild coxa vara deformity, and at 3 months after treatment, x-ray film showed that the main nail was slightly loose, but the implant fixation was still effective. 2 patients had pulmonary infection, which was cured after consultations from respiratory doctors. 1 patient had heart failure, which was obviously relieved after coordinated treatment from cardiologists. Pfna group: 1 elderly patient developed back pressure sores and recovered after symptomatic treatments such as turning the body over frequently and buttoning the back. 1 patient showed signs of chronic respiratory failure, which was improved after coordinated treatment from the respiratory doctors. This report involves one unk - constructs: dhs/dcs. This is report 1 of 3 for (B)(4).